Event description:
It was reported that in the cath lab, eight hours after the catheter was placed in the pt's right internal jugular vein, approx 8 cm of the catheter had migrated from the insertion site. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt. It was noted that the user used the catheter clamp, but not the blue clamp.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.